Event description:
The patient¿s parent reported that the patient experienced a skin reaction at the infusion site on their thigh after wearing the pod for an unspecified duration, which progressed to an infection. The parent described the infusion site as being sore and swollen with multiple lumps. The patient has reportedly been treated with antibiotics for the infection. No further information was provided despite multiple good-faith efforts requesting additional details. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.